Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is turning off on its own on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log did not observe any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection observed that the moisture detection sticker was activated. The reported event of the receiver turning off on it's own was confirmed. The root cause was determined to be moisture damage. The dexcom g4® platinum continuous glucose monitoring system rev. 11, under section 6.11 the dexcom g4 platinum system and water notes the following: keep the receiver dry. Do not spill fluids on it or drop it into fluids.

Manufacturer narrative:
(B)(4).